Event description:
Customer called because she tested the pt and got a result of 117 mg/dl, and then gave him 10 units of insulin. Later, he didn't feel well and he was tested at 56 mg/dl. She alleged that the 117 reading was too high. She threatened lawsuit for bayer. She would not troubleshoot the meter. Her meter was replaced at her insistance.